Event description:
During an attempt to place the port on the pt's right side, a burr was found on the introducer, this is said to have lacerated the pt's vena cava. The pt suffered a pneumothorax and a thoractomy was performed. The pt later expired.